Event description:
Reporter alleged the expiration on the test strip vial used in glucose testing had a usable exp date on it while the MFR's inventory system indicated the product is expired. It was stated the date on the vial was stated to be 8-31-2006, while the inventory system indicated the date of the vial is 8-31-2005. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device, and replacement product was sent.